Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis was performed and no anomalies were found, the returned device indicated the set screw was found in the connector bore.

Event description:
It was reported that during the implant attempt, there was no pacing when the lead pin was inserted and the set screw tightened. The lead was removed and reinserted. The physician then had difficulties getting the set screw to tighten on the lead. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #geo event description: it was reported that before implant the pacemaker was programmed to bipolar but no pacing occurred when lead-pin was inserted and set screw was tightened. The lead-pin was removed and reinserted but there were difficulties getting the set-screw tightened to the lead. Preliminary geo assessment: preliminary geo conclusion: likely related to procedure/handling (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.